Event description:
Customer called regarding the meter allegedly not starting a test and giving apply sample icon. Customer did report symptoms of high blood glucose but did not specify. The customer contacted medical professional for advice. Customer didn't receive any treatment from the medical professional other than to test the blood on their meter. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and the meter did not start. The meter and the test strips were replaced due to an unresolved issue.